Manufacturer narrative:
Initial and final MDR 1906285 - MDR 3003442380-2024-12626 device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that customer faced infusion set tubing leakage at site. No further information available.